Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 08/10/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed and loose fibers/particles were observed on lens related the handling of the unit out of a sterile environment. One haptic was observed slightly distorted. No damaged was observed to the other haptic. Refer to attached photo of the complaint unit. The complaint issue reported could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no additional investigation request for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a za9003 13.5 diopter intraocular lens (iol) was explanted due patient having decreased vision and was found to have rhegmatogenous retinal detachment and a dislocated intraocular lens. There was no incision enlargement or capsule tear when removing the lens from the eye, however a vitrectomy was required. The lens was replaced with a non-amo intraocular lens. The patient was discharged stable with no issues. No further information was provided.